Event description:
It was reported that the patient had a syncopal episode after having left the hospital following a generator change. The device was interrogated and there were several ventricular high rate episodes noted. The device remains in use. No patient complications have been reported as a result of this event. Additional information was received from the hcp that the patient was found to have a nonischemic cardiomyopathy and the patient reports feeling fine now.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and the data revealed no anomalies.

Event description:
It was reported that the patient had a syncopal episode after having left the hospital following a generator change. The device was interrogated and there were several ventricular high rate episodes noted. The device remains in use. No patient complications have been reported as a result of this event.